Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 33.3 mmol/l. The customer provides details on symptoms and treatment related to the high blood glucose level episodes such as leg cramping and thirsty. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.